Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not open and popped. There was no patient injury or death.

Event description:
Procedure type: laparoscopic preperitoneal left inguinal hernia repair.